Event description:
Note: date of event and procedure date are unk. This event, as reported, did not reflect an MDR reportable scenario; however, eval of the returned device revealed an MDR-reportable malfunction. This manufacturer report is being submitted based on the eval results of a bent needle. It was initially reported to boston scientific corp in 2009, that an interject injection therapy needle catheter was used during a procedure. According to the complainant, they were unable to advance the needle. There were no pt complications reported as a result of this event.

Manufacturer narrative:
Visual examination of the returned device revealed that the outer extrusion was kinked and bent near the distal end of the device. A functional eval found that the needle would not extend at all. The inner extrusion and the needle felt like it was binding inside the outer extrusion. The inner hub and inner extrusion were pulled proximally from the outer hub and extrusion. The needle and inner extrusion were found to be bent at 0.8 cm from the distal end of the needle. The needle was bent at approx a 45 degree angle. When the device was returned, residue was found over the entire working length, indicating that the device had been used. The cause of bent needle and working length are likely attributable to operational context. The device history record for this lot was reviewed; no anomalies were noted. A search for similar complaints was completed and found no other complaints were associated with this lot.